Event description:
Customer reported abo mistype on donor samples. During a donor recheck assay on the echo, they received a reagent verification error with the anti-b reagent. Review of the images for the affected samples indicated all of the anti-b wells were empty.

Manufacturer narrative:
Testing on an in-house echo instrument was performed following the scenario that was identified in the complaint. If there is a manual edit of the reagent ID while the assay is in queue, it will lead to the instrument skipping an assay processing step for the missing reagent. The root cause for the pipetting failure is software related and will be corrected with a software patch. Customers were notified of the software problem in 2008. The operator manual indicates that forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh(d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history. Before red blood cell products are released for transfusion, abo and rh (d) test results should be verified. This verification can consist of an immediate spin crossmatch or a result comparison to a second current or historical abo and rh (d) test by the same or an alternative method. This limitation applies to all abo-rh assays, both with and without a reverse test.